Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-05814 & 05816 / 05820).

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011 and (B)(6) 2011 due to unknown reasons. All components were removed and replaced with an orthopedic salvage system during the revision procedure on (B)(6) 2011. Patient underwent an irrigation and debridement procedure on (B)(6) 2011 due to a hematoma and infection. Patient underwent a further revision procedure (B)(6) 2012 due to an unknown reason. Review of invoice history suggests patient underwent a left total hip arthroplasty on (B)(6) 2012.